Manufacturer narrative:
Siemens fse(field service engineer) indicated that the message log was unavailable for review due to the time it took the customer to report the event to siemens. The instrument error log was reviewed and a number of instrument errors (sm1l and pi2l) were seen which was consistent with improper sample handling. This issue is consistent with improper mixing of a sample at the patient bedside causing fibrin and microclot formation in the sample. There is not enough information available to perform further investigation. The cause for the discordant troponin I results is unknown.

Event description:
Customer reported erroneous troponin results on the instrument. There was no report of injury due to this event.